Event description:
It was reported when the customer opened the intra-aortic balloon (iab), they found a kink in the catheter tubing. They disposed of the iab after discovering the issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4) .

Event description:
N/a.